Manufacturer narrative:
It was reported that during a galaxy-assisted bronchoscopy procedure in january, following forceps biopsies, the physician noticed a clot. While attempting to remove the clot with forceps, the physician briefly experienced a loss of vision due to the clot. The patient later experienced bleeding. To manage the bleeding, the physician used a fogarty balloon to tamponade for a few minutes, sprayed epinephrine through the scope, and cleaned both lungs. The patient was subsequently hospitalized in the pacu, where they recovered and were later discharged. The physician did not attribute the bleeding to the use of the galaxy device but rather to the biopsy procedure and clot dislodgement. No malfunctions of the galaxy device were reported during the procedure. A clinical engineer reviewed the procedure video logs and found no user errors or malfunctions of the noah galaxy device that could have caused or contributed to event.

Event description:
It was reported that during a galaxy-assisted bronchoscopy procedure in january, following forceps biopsies, the physician noticed a clot. While attempting to remove the clot with forceps, the physician briefly experienced a loss of vision due to the clot. The patient later experienced bleeding. To manage the bleeding, the physician used a fogarty balloon to tamponade for a few minutes, sprayed epinephrine through the scope, and cleaned both lungs. The patient was subsequently hospitalized in the pacu, where they recovered and were later discharged. The physician did not attribute the bleeding to the use of the galaxy device but rather to the biopsy procedure and clot dislodgement. No malfunctions of the galaxy device were reported during the procedure.